Manufacturer narrative:
It is concluded that an anomaly occurred during the move to treatment of plan "semiimrt-ptv1", leading to the split field plan (semiimrt-p#) and subsequent revisions being created without the required sub fields, and without dose dynamic mlc fields. The triggering anomaly itself could not be identified from the available data, however, it has been determined that this is a known issue and related to malfunction previously investigated, defined in (B)(4) and reported under 21 cfr part 806. The customer was notified in 2005 regarding this occurrence and confirmed receipt of (B)(4). The system at this customer's site was known to have received client 7.3.10, sp 6 but not yet the modified update triggers at the time of this issue on (B)(6) 2010. Modified update triggers, (B)(4) and (B)(4) have since been installed on 01/22/2011. Another copy of the product notification letter was forwarded to the customer on 02/11/2011 by reports and corrections for reference. All corrective action will be reported under the guidelines of 21 cfr part 806. No add'l follow-up to this MDR is expected.

Event description:
On (B)(6) 2010, for pt plan (B)(6), a qa plan was created by the customer on an eclipse workstation with 7 fields (plan semiimrt-ptv1) before start actual imrt treatment. This qa plan moved to treatment and executed partially. During execution of plan (after 2-3 fields treated), the physicist observed 'measured dose' was significantly higher than expected. The physicist noticed mlc was in park position despite its imrt treatment. No error message was observed on treatment work station. Immediately after event, the physicist pushed the same qa plan again, from eclipse to treatment. The plan was executed properly and without any issue. No pt on the table at the time of the event.